Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The display remained blank due to a a defective lcd. However, when the lcd was replaced with a known good lab lcd, the device was confirmed to be able to obtain continuous readings during testing and no product performance issues related to spo2 measurements were observed. Health effect impact code: no adverse event, no patient impact.

Event description:
The returned radical-7 was evaluated. The display remained blank due to a a defective lcd. However, when the lcd was replaced with a known good lab lcd, the device was confirmed to be able to obtain continuous readings during testing and no product performance issues related to spo2 measurements were observed.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7s were "losing the signal for spo2." No patient impact or consequences were reported.